Event description:
It was reported that during the implant attempt, when the lead was attached, the physician attempted to tighten the setscrew. The physician felt that the click sound was not very 'sharp,' and attempted to remove the lead, but was unable to. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. The set screw was observed to have a rounded socket.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. No anomalies were found. The device was returned and analyzed. No anomalies were found. The set screw was observed to have a rounded socket.